Event description:
It was reported one of the jaws of the electrode is broken. There is no report of patient impact.

Manufacturer narrative:
(B)(4): the observation of the break does not emphasize a corroded area, indicating that the case was sudden. The edges of the break indicate that the jaw suffered a side strain. No manufacturing defect has been found. The electrode has most likely been exposed to excessive lateral constraint during use or reprocessing.